Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Philips has completed a good faith effort to get further information regarding procedure outcome. However, the customer has not provided the requested information. The philips field service engineer (fse) inspected the system onsite and identified that the ippc cpu image disks were reaching full capacity rapidly. The fse replaced ippc cpu image disks and performed a system check, confirming it is functioning properly without any issues. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.